Event description:
It was reported that the patient complained of pain and burning on urination, fever, chills and lower back pain. Urinalysis found blood and leukocytes; pyelonephritis. The patient was hospitalized and treated with IV levaquin and fluids. The patient recovered without sequelae in 2008.

Manufacturer narrative:
(B)(4).